Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two endotracheal tubes had cuff leaks. There was no reported patient involvement and outcome.